Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient was post-operatively diagnosed with lumbar spondylosis, l4-5 herniated disc, radiculopathy and the following prosthetic devices were implanted: 5.5mm system, peek cage, bone morphogenic protein (rhbmp-2/acs), morselized allograft. As per op-notes, ¿large fragments of extruded disc were dissected out and removed. Following removal of this fragment, we visualize significant decompression of the l5 and s1 nerve roots with relaxation of the left l5 nerve root. We then identified the l4-5 disc space just above the l5 pedicle. This disc was excised using 15 blade following gentle retraction of the thecal sac. This was removed using pituitary rongeurs and disc shavers as completely as possible. We then also performed a left-sided complete facetectomy at ls-s1 with a partial left hemilaminectomy. Following removal of ligamentum flavum in a piecemeal fashion, we were able to identify the l5 and the s1 nerve roots near the region of the l5-s1 foramina. The l5-s1 disc space was identified over the left s1 pedicle. This disc was excised using a 15 blade following a slight medial retraction of the thecal sac using a nerve root retractor. The diskectomy was performed using pituitary rongeurs and disc shavers.¿ no intra-operative complications were reported as a result of the event.